Event description:
The customer contact reported concurrent flow. The primary tubing set was being used to deliver an unspecified solution, at an unspecified rate, via a symbiq pump. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to an unspecified location on the primary tubing set for a piggyback delivery of an unspecified medication. It was reported that the primary solution container was lowered below the secondary solution container using three hooks. After an unspecified length of time after the piggyback delivery was started, concurrent flow was noted. The customer contact reported the primary tubing set was "dripping." There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no additional info was provided, including if the tubing sets were replaced and the therapy resumed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.